Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. This is the 1st complaint for the lot# 5336578 for the same defects or symptoms. There was no documentation of issues for the complaint of batch #5336578 during the production run. No root cause can be determined as no samples were received.

Event description:
It was reported that during use of the bd precisionglide needle that syringe needle broke off of syringe while drawing and was stuck in the vial. The needle broke off in consumers leg and in the vial. From phone call on (B)(6) 2019 16:06:07: consumer called, I updated the contact information. Problem occurred about 3 weeks ago. Consumer also stated that one needle broke off in his leg during injection, he removed it with his fingers, no medical intervention, no injury. Samples were discarded, sending replacement box to the pharmacy. Pharmacist reported on behalf of consumer that syringe needle broke off of syringe while drawing and was stuck in the vial. Occurrence date is unknown, lot # 5336578, product # 305155, exp 1-31-2021.